Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement and intermittent connection to the internal device. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2022 to replace the implant magnet. The implanted device remains. This report is submitted on august 25, 2022.